Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. Upon inspection, it was observed that the battery would not lock in place when inserted into the battery compartment of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section e1, initial reporter postal code, of the initial medwatch report was blank. Section e1, initial reporter postal code, of the initial medwatch report should indicate: (B)(6).

Manufacturer narrative:
(B)(4). A third-party service agent performed an initial evaluation of the customer's device and verified the reported issue. The device has been forwarded to physio-control for further evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. Upon inspection, it was observed that the battery would not lock in place when inserted into the battery compartment of the device. There was no patient use associated with the reported event.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. Upon inspection, it was observed that the battery would not lock in place when inserted into the battery compartment of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The customer was provided with a service quote; however the customer declined to have the device repaired. Physio-control returned the device to the customer for use.